Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii, ¿multiple liquid inclusions of different sizes¿, and ¿lymph nodes... Accumulation of implant contents¿. Device photo evaluation: visual analysis of the photographs identified: rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture-breast: unable to observe since it is not related to the device. Seroma-late-breast: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Crease/folding of implant-breast: not observed. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade iii, ¿multiple liquid inclusions of different sizes¿, and ¿lymph nodes... Accumulation of implant contents¿, confirmed via MRI and ultrasound. The device has been explanted.